Event description:
The customer reported to medela customer service that her power adapter got hot and produced an electrical odor. During the product evaluation on 09/26/2014, the technician observed a breach transformer housing exposing inner electrical circuitry, which is a safety risk.

Manufacturer narrative:
A replacement power adaptor was sent to the customer and requested the defective power adapter be returned for evaluation. The defective power adapter was received at medela on 09/05/2014. A product evaluation on 09/26/2014 was unable to confirm the customer reported power adapter got hot and produced an electrical odor, but had revealed that the transformer housing was breached, exposing inner electrical circuitry, which is a safety risk. This issue with a damaged transformer housing for the pump in style device is currently being investigated under (B)(4). A visual examination of the power supply revealed the transformer housing was breached, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc was measured at 14.04 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured 1.9m ohms, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 56.6 ohms, which is normal and indicates that the thermal fuse did not blow.